Event description:
It was reported that the customer received an unexpected restart alarm on the insulin pump. The customer's blood glucose was 260 mg/dl. Troubleshooting was done. Upon checking the alarm history of the insulin pump, the customer stated that he had also received the external ram crc error alarm. The customer stated that the alarm occurred during normal use of the insulin pump. Explained that the insulin pump experienced an unexpected restart. Advised customer to monitor the insulin pump and call back if the issues recurred. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.